Event description:
It was reported that, "after following st. Cloud hospital's verification procedure, the staff opened and implanted #7 right femur on pt's left femur. Error was noticed during contralateral procedure and was revised immediately."

Manufacturer narrative:
An eval of the device cannot be performed as the device remained implanted in the pt and was not returned to the MFR. Add'l info pertaining to the device referenced in this report (including x-rays and medical records) was requested. If it becomes available, the eval summary will be submitted in a supplemental report.